Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, resolving the issue without the malfunction code recurring. The customer was instructed to open the mobile app to ensure log uploads, use the current pump temporarily, and return the malfunctioning pump for a replacement. The replacement pump will include updated software, and the customer was guided on setting up and programming it. Technical support confirmed the shipping details and arranged the pump replacement without requiring a signature for delivery.